Event description:
Pt underwent bilateral breast augmentation (submuscular position) approx a year ago. Now desires to be larger. Pt underwent bilateral implant removal; bilateral breast augmentation with larger implants. Old implants removed intact. No apparent problems.